Event description:
It was reported that the system 9800 image went blank during a procedure. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction could not be duplicated. It was determined that the system had low and high ma errors. Filament calibration was performed. The system was tested and found to be working as intended, and placed back into service.